Event description:
The event involved a chemoclave® vented bag spike where the customer reported that when priming was finished, they connected ch14 with the drug and found the drug (chemotherapy abraxane) couldn't drip. The event occurred during infusion. There was no physical damage noted on the set. There was no problem after replacing the set. There was no leakage. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel.

Manufacturer narrative:
Received one used device for evaluation. No physical damage or other anomalies were observed. The complaint of the drug no being able to drip can be confirmed on the returned chemoclave® vented bag spike due to errant solvent. The probable cause of the errant solvent is due to a manufacturing error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.